Event description:
Angioseal deployed by doctor on rfa (radiofrequency ablation) (B)(6) 2026. On (B)(6) 2026 patient returned to ER for right groin swelling and pain. Pressure held on site. Patient sent to surgery for repair.